Manufacturer narrative:
B2: outcome added and date of death added. B5: information added and corrected. B7: information added. H1: type of reportable event changed from serious injury to death. H6 patient codes added: embolism/embolus, low blood pressure/hypotension, cardiac arrest. H6 impact code removed: hospitalization/prolonged hospitalization. H6 impact codes added: intensive care unit, resuscitation, death, unexpected medical intervention.

Event description:
Reported via clinical study: it was reported that sepsis occurred. A left atrial appendage (laa) closure procedure had previously been performed, and a 20mm watchman flx pro closure device was implanted. 11 days post index procedure, the patient presented to the emergency department with severe neck pain following a ground-level fall. Clinical workup revealed positive blood cultures for enterococcus faecalis. Transthoracic echocardiogram (tte) demonstrated possible vegetation, and magnetic resonance imaging (MRI) of the brain showed evidence of septic emboli, with additional imaging suggesting possible cervical osteomyelitis. The patient was admitted and received intravenous antibiotic medication. The patient remained hospitalized from (B)(6) 2025, through (B)(6) 2025, for treatment and monitoring related to sepsis and associated findings. The patient was discharged and the event is considered resolved. The site has indicated 'possible' relationship of the event with the study procedure. It was further corrected the patient was not discharged. The patient had a complicated medical picture that included sepsis secondary to infective endocarditis and was not improving during the intensive care stay during the hospitalization. The patient had sudden cardiopulmonary arrest that was sudden and unprovoked, which required resuscitation efforts including intubation and medication for hypotension. The patient's family decided to move the patient to comfort care measures only, and the patient died on (B)(6) 2025.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part#: m635wu60200, batch#: 0036943791. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformance's that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include infection (endocarditis, sepsis, fall, neck pain) (medication and imaging required) embolism, hypotension, arrhythmia (cardiopulmonary arrest) (intensive care, intubation) and death. Risk review a risk review was completed and confirmed that the events of infection (endocarditis, sepsis, fall, neck pain) embolism, hypotension, arrhythmia (cardiopulmonary arrest) and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via clinical study. It was reported that sepsis occurred. A left atrial appendage (laa) closure procedure had previously been performed, and a 20mm watchman flx pro closure device was implanted. 11 days post index procedure, the patient presented to the emergency department with severe neck pain following a ground-level fall. Clinical workup revealed positive blood cultures for enterococcus faecalis. Transthoracic echocardiogram (tte) demonstrated possible vegetation, and magnetic resonance imaging (MRI) of the brain showed evidence of septic emboli, with additional imaging suggesting possible cervical osteomyelitis. The patient was admitted and received intravenous antibiotic medication. The patient remained hospitalized from on (B)(6) 2025, for treatment and monitoring related to sepsis and associated findings. The patient was discharged and the event is considered resolved. The site has indicated 'possible' relationship of the event with the study procedure. It was further corrected the patient was not discharged. The patient had a complicated medical picture that included sepsis secondary to infective endocarditis and was not improving during the intensive care stay during the hospitalization. The patient had sudden cardiopulmonary arrest that was sudden and unprovoked, which required resuscitation efforts including intubation and medication for hypotension. The patient's family decided to move the patient to comfort care measures only, and the patient died on (B)(6) 2025.

Event description:
Reported via clinical study. It was reported that sepsis occurred. A left atrial appendage (laa) closure procedure had previously been performed, and a 20mm watchman flx pro closure device was implanted. 11 days post index procedure, the patient presented to the emergency department with severe neck pain following a ground-level fall. Clinical workup revealed positive blood cultures for enterococcus faecalis. Transthoracic echocardiogram (tte) demonstrated possible vegetation, and magnetic resonance imaging (MRI) of the brain showed evidence of septic emboli, with additional imaging suggesting possible cervical osteomyelitis. The patient was admitted and received intravenous antibiotic medication. The patient remained hospitalized from (B)(6) 2025, for treatment and monitoring related to sepsis and associated findings. The patient was discharged and the event is considered resolved. The site has indicated 'possible' relationship of the event with the study procedure.